Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device remained locked in stapling position on the tissue. It was also stated that it was impossible to remove the reload and replaced to a new one.